Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass procedure, when 12mm instruments were used and then switch to using 5mm grasper, the seal did nor return to its origin, which causes pneumo loss. Changed the trocar and took a new one to insert the 5 mm instrument. There was no patient injury.